Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed evidence of an unacknowledged replace battery alarm on (B)(6) 2016. The alarm went unacknowledged until the battery voltage depleted into a "no power" condition. The pump powered on to a dim discolored display. The battery cap was unable to fully tighten and continued to spin as a result of damaged battery cap threads. The battery compartment threads were also damaged. There was a battery compartment crack observed in the thread area. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.